Event description:
It was reported that during an unk procedure, the device was fired and the normal crunch that is usually heard was not. The doughnut was complete and the staples looked formed, but when the air-leak check was performed it leaked. The doctor had to perform an ileostomy.

Manufacturer narrative:
Date sent : 06/30/2006. D4; h4, 6: information anticipated, but unavailable at this time.